Event description:
Caller reported taking 8 units of humalog insulin based upon a compact plus blood glucose result of 537 mg/dl. Retest result after 10 minutes was 313 mg/dl, retest result another 5 minutes later was 150 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.